Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer's blood glucose level. After resetting the pump, the same malfunction recurred. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.